Event description:
"Caller alleged discrepant results compared with venous lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.9, venous lab: 3.7. Time elapsed between each method of testing is two hours. Patient's therapeutic range is 2.1-3.0.

Manufacturer narrative:
Investigation pending.